Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid=(B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated creatinine2 results generated from alinity c processing module for a patient. The results provided were: on (B)(6) 2025, sid (B)(6) =6.24 mg/dl /same specimen repeated at another laboratory=0.66 mg/dl there was no reported impact to patient management.

Event description:
The customer observed falsely elevated creatinine2 results generated from alinity c processing module for a patient. The results provided were: on (B)(6) 2025 sid (B)(6) =6.24 mg/dl /same specimen repeated at another laboratory=0.66 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
During the site visit, the field service representative (fsr) inspected multiple troubleshooting procedures including cleaning cuvettes and water bath, replacement of parts and optimization of the cuvette wash flow. The parts replacement of alnty ci snsr bsl (04s68-05) and cuvette wiper (c-35016442-01) which resolved the customer issue. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the alnty ci snsr bsl and cuvette wiper did not identify an increase in complaint activity. The alinity ci-series operations manual provides troubleshooting information for erratic results, and illustrates instruction for the removal, replacement, and verification of the alnty ci snsr bsl. The alinity c service documentation provides instructions for the removal, replacement, and verification of the cuvette wiper. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6).